Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient started to lose feelings in his lower extremities after being discharged from the surgery center following the implant of his device on (B)(6) 2018. As a result, he was hospitalized to have his system explanted on (B)(6) 2018. During the procedure, the physician noticed a hematoma that was putting pressure on the spinal cord. Reportedly, the physician removed the hematoma and relieved the pressure. The patient is doing well post operatively.